Event description:
It was reported that the surgeon brought the patient back due to pseudoarthrosis. Upon removing the viper single inner set screw, he noticed that the set screw was cross-threaded and that the rod was not completed locked down tightly with the set screw. It was also noted that the threads of the set screw were broken. The concomitant device polyaxial screw and concomitant device rod were removed. A concomitant device guide wire used in the procedure became lodged upon removal. The construct was replaced on the affected side. Receipt of the returned complaint samples found torn threads which had not been reported on the a viper x-tab screw, 186770045. That screw had been identified as a concomitant device on initial mfg medwatch report no. 1526439-2014-11877. As it is not known if the torn threads on the viper x-tab screw caused or contributed to the event, this mfg medwatch report 1526439-2014-11896 is being submitted for the viper x-tab screw.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned viper x-tab screw found the threads within the tulip head showed signs of significant material deformation and sections of torn threads. The direction of deformation was noted to be in the upward direction. A review of the device history record identified no issues during the manufacturing and release of products that could have contributed to the problem reported by the customer. The lot was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the viper x-tab screw found no emerging trends. The root cause of torn screw threads cannot be positively determined based on the returned sample and provided information. However, the device evaluation found evidence of material deformation on the viper mis single inner set screw that was involved in this event and the concomitant device rod. The location of the deformation on the rod suggests that the setscrew may have only made partial contact with the rod. Upon tightening the setscrew, the loading on the thread was not balanced/uniform which resulted in unanticipated forces on the setscrew and the tulip head threads of the viper2 x-tab screw, ultimately leading to the torn threads. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.